Event description:
Boston scientific received information that this device declared elective replacement indicator (eri). During a routine device change out procedure, the physician attempted for approximately 15 minutes to 20 minutes to remove the non-bsc right ventricular (rv) lead from the device, but was unsuccessful. The physician elected to implant a new rv lead. As the physician went to cut the chronic rv lead, the lead came out of the header. A new rv lead was placed and the chronic rv lead was surgically abandoned. This device was ultimately explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.